Event description:
The user facility reported that the distal portion of 2 introducer kit dilators became separated during the same procedure. Communication with the user facility obtained the following additional information: the dilator was reportedly being advanced toward insertion into the patient on a j wire; during advancement a 2 to 3-mm piece of the dilator tip became detached; the first dilator was removed from the j-wire prior to entering the patient; a second dilator was advanced over the j-wire with the same result where the distal 2 to 3-mm of the dilator tip became separated; and (5) neither device entered the patient so there was no impact.

Manufacturer narrative:
The involved devices are reportedly not available for return to the manufacturer for evaluation. Therefore, the failure investigation was limited to evaluation of user facility information, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the reported damage was related to a pre-existing device defect. The device labeling does state: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).